Event description:
The customer reported that the cardiac compressor failed during use. No specifics regarding the type of failure were provided. They reported that return of spontaneous circulation (rosc) was achieved prior to arrival at the ER but lost enroute and that the patient survived to hospital.

Manufacturer narrative:
Although requested, the chest compressor has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.